Event description:
It was reported that this patient had received multiple inappropriate shocks due to oversensing of noisy signals. It was also noted that the shock impedances were low but still within range. The system remains in service. No adverse events.